Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that the patient had a routine pump replacement procedure on (B)(6) 2018. The catheter had good flow, so they cleared the drug from the catheter, hooked up the pump, and re-primed the system. The patient went into his pain management physician¿s office on monday ((B)(6) 2018) morning stating that since sunday ((B)(6) 2018) night he could not stay awake; was lethargic; and thought he was having symptoms of overdose. The ma (medical assistant) at the physician¿s office decreased the patient¿s dose by half and had the patient wait. Within an hour, he started vomiting and said he was going through withdrawal symptoms and his blood pressure was high. The ma then increased his dose back to the original dose and they sent him to the hospital via ambulance. As of (B)(6) 2018, the patient had recovered without any other negative consequences and was doing fine now per the ma. There were no known environmental, external, or patient f actors that may have led or contributed to the issue. The only diagnostics and/or troubleshooting performed, and interventions and/or actions taken were the two dose adjustments. The issue was resolved. No surgical intervention occurred, and none was planned. The patient status was reported as ¿alive ¿ no injury¿. It was indicated that the hcp (healthcare professional) had no further information regarding the event. No further complications were reported/anticipated.